Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 26-mar-2020. This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('pelvic pain exacerbated mid-cycle') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adenomyosis ("adenomyosis"). The patient was treated with surgery (bilateral laparoscopic salpingectomy with removal of the devices). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain was resolving and the adenomyosis outcome was unknown. The reporter provided no causality assessment for adenomyosis and pelvic pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis on an unknown date: devices in place, adenomyosis. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(6) ) on 26-mar-2020. The most recent information was received on 03-apr-2020. This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adenomyosis ("adenomyosis"). The patient was treated with surgery (bilateral laparoscopic salpingectomy with removal of the devices). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain was resolving and the adenomyosis outcome was unknown. The reporter provided no causality assessment for adenomyosis and pelvic pain with essure. The reporter commented: the pelvic pain exacerbated mid-cycle. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: devices in place, adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.